Event description:
Non sterile saline- manufacturer ricca, sodium chloride, 0.9% (w.v), isotonic saline, lot number and expiration date - lot # 2307g17, expiration date 6/2025 - was used on tissue samples in microbiology which resulted in burkholderia contaminans/multivorans. This finding was suspected to be a contaminate. The saline in use and an unopened bottle cultured - positive for burkholderia cepacia x2. Light and scant growth of burkholderia contaminans and scant growth burkholderia multivorans- 3 positive specimens.